Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04714. It was reported, the pt was experiencing auto-reducing when using the stimulation. F/u identified the physician planned to undertake surgical intervention to address the issue.